Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping the (lcd) liquid crystal display panels. The customer reported to have replaced the lcd panels and that the symptom persists. Covidien tse recommended replacement of the graphic user interface (gui) display, gui cable and backlight inverters. The customer placed a service call for a covidien customer support engineer (cse) to evaluate the device. The evaluation and repair of the device is pending. (B)(4)

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and updated the software. The device passed all testing and operated per manufacturing specifications.

Event description:
Covidien received information stating that while in use on a patient the upper display on an 840 ventilator had lines across the top. The patient was not harmed or injured as a result of the event.